Manufacturer narrative:
Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the endoscopic image became black and white, and the indicator on the front panel turned on. After this report, olympus inspected the device at the service department of olympus (B)(4) limited and found that the switches on the front panel didn't work. And no endoscopic image was displayed. There was no report of patient injury associated with this event.